Event description:
It was reported the patient was had a pocket revision to reposition the implantable neurostimulator (ins). The patient had pocket discomfort. Lead extensions were implanted to relocate the existing ins from the back hip to the abdomen. The patient was 'happy' with the current programming and no changes were made.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4), implanted: 2008 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).